Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the system with incomplete cut and the surgeon had to cut manually in the left eye when the flap creation was at four to five o' clock position. The procedure was completed the same day. The logfiles and treatment report were not obtained. Prior refractive surgeries or pre-existing ocular conditions are unknown of the patient.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. Most recent onsite visit from field service engineer performed and signed service installation record. The device meets specifications as per service installation record. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about four minutes and eighteen seconds before the start of the treatment and not immediately before the treatment. The beam control check resulted in a correction of twenty-three microns. The treatment of the patient's left eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The local field service engineer field service engineer performed a threshold test with the system and identified a lighter area during the test, where the customer reported issues separating the side cut. The fse replaced the f-theta lens as a response and repeated the threshold test. The lighter areas were not observed afterwards. The exchange part has not yet returned for investigation. The root cause cannot be identified conclusively, based on provided information. Most likely cause is a defective f-theta lens. The manufacturer internal reference number is: (B)(4).